Manufacturer narrative:
Additional information was received that the patients increased pain was due to stimulator not being used.

Event description:
A report was received that the patient was experiencing increased pain. It was also reported that the patient was having connectivity issues with the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing increased pain. It was also reported that the patient was having connectivity issues with the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing increased pain. It was also reported that the patient was having connectivity issues with the ipg. The patient will undergo an ipg replacement procedure.